Event description:
Central line placed on (B)(6) 2016 without complication. The line was able to flush prior to discharge. After discarge, the patient's family member reported that he was not able to flush the line and that it was leaking. Patient returned to the emergency center. Care providers were not able to flush or draw back on line. Tpa was attempted, but the line was still not able to flush. Line replaced with cook tpn single lumen catheter.